Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that insulin leaked at the reservoir o ring. The customer's blood glucose was normal and didn't require medical treatment. The product would not be replaced or returned for analysis.